Manufacturer narrative:
B5: change to an unspecified quantity of devices (reported as ¿a¿ device on initial). H6: medical device problem codes: (change to a1205 and remove a1203 reported on initial) h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set had loose connection with (non-baxter) vancomycin IV bags. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.